Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address: (B)(6). Device is a combination product.

Event description:
It was reported vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 3.00mm x 38mm promus element drug-eluting stent (des) was deployed successfully. After post dilatation, a proximal edge non-flow limiting dissection in the proximal part of the stent was noted. A 3.0mm x 20mm promus element stent was deployed proximally and overlapping the previously implanted stent to cover the edge dissection. There were no patient complications reported and the patient status was stable.